Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, at 12:20 pm, the patient underwent vaginal anterior and posterior wall repair, repair of an old perineal laceration, and urethral suspension under general anesthesia at (B)(6) hospital. During the procedure, the physician placed a 16-gauge urinary foley catheter according to standard operating procedures and inflated the balloon with 10 ml of saline solution. The catheter placement was completed without incident. On (B)(6) 2026, at 9:35 am, during catheter removal in the ward, the balloon fluid could not be completely drained, preventing catheter extraction. Subsequent actions included: requesting consultation from urology and ultrasound departments; cutting the catheter in half; preparing for transurethral bladder foreign body removal under general anesthesia after all attempts failed. The catheter spontaneously dislodged around 15:30. This incident caused significant psychological distress and trauma to the patient, who was subsequently comforted.